Event description:
He followed the instructions but after a few weeks the top separated from the bottom.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as the root cause (malfunction, device is being used for unintended use, etc.). No injury was reported, no medical attention was reported to have been sought. This is being reported as a device lamination is a reportable malfunction. Choking is possible as a result of the delamination.